Manufacturer narrative:
Additional information: section h.6. Advanced bionics considers the investigation into this reportable event as closed. The recipient's infection reportedly resolved. Additional information regarding treatment details were not provided. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced staphylococcus infection around the implant site after not healing well from implant surgery. The recipient was reportedly admitted to the hospital for 7 days and treated with two IV antibiotics (type unknown). The recipient was advised to not wear processor. The recipient was released from the hospital and prescribed an 11 day course of oral antibiotics (type unknown). The infection has improved, but not fully resolved. The recipient has begun using the device.